Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Sorin reported that this patient had tricuspid regurgitation which caused the lead to pull back and under sense. The physician attempted to reposition the lead but was having problems with the helix so this lead was explanted and replaced.